Event description:
It was reported that the device malfunctioned, displaying the error message "no cassette detected". The issue of no cassette attached alarm is a high priority alarm could interrupt therapy and could lead to therapy greater or less than intended/programmed. There was no reported patient involvement or harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.